Event description:
Consumer claims his brush head cracked while in use and cut his gums.

Manufacturer narrative:
Customer stated he received a double pack of diamondclean brush heads from us. Consumer claims that the first time he used the first brush head it cracked at the neck of the unit (while he was brushing his teeth) and cut his gums. Consumer stated that his father, who is a dentist, had to stitch the area. Consumer stated that he no longer has the defective brush head; he stated that he threw it out after the incident occurred.